Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's daughter in law via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had their implantable neurostimulators (ins) for 4 years and the efficacy was not as good as it had been in the past so it was changed out. It was confirmed that the outcome was good following the replacement. It is unknown when the issue began occurring. Please see report number 3004209178-2016-27268.